Manufacturer narrative:
The subject device is not cleared for sale in the u.s., but a similar device is commercially available in the u.s. A supplemental report will be submitted upon completion of the investigation.

Event description:
It is reported that after ceramic cup and screw implantation, surgeon tried to put ceramic insert into the cup by hand and suddenly insert was broken. It is also informed that new ceramic insert was delivered and procedure completed successfully.

Manufacturer narrative:
An event regarding crack/fracture involving a ceramic liner was reported. The event was confirmed. Visual inspection was performed as part of the material analysis report (mar). Damage and metal transfer markings were observed on the returned ceramic insert. The damage and marking were consistent with edge loading on the distal surface of the insert and contact against a metal device. No material or manufacturing defects were observed on the surfaces examined." Medical records received and evaluation: a review of the provided x-rays and mar report by a clinical consultant concluded "procedure-related factors: cup malposition with supplemental screw fixation causing deformation of the cup shell contributing to an acute overload condition causing a ceramic fracture. Patient-related factors device-related factors: none as also supported by mar findings. Diagnosis: cup malposition with supplemental screw fixation causing deformation of the cup shell contributing to an acute overload condition causing a ceramic fracture." Device history review: review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: review indicated there have been no other similar events for the reported lot. The root cause of the event was determined to be related to malposition of the secur-fit cup. A clinical review did not indicate any evidence of a device related issue. No further investigation for this event is possible at this time. If further information become available this investigation will be reopened.

Event description:
It is reported that after ceramic cup and screw implantation, surgeon tried to put ceramic insert into the cup by hand and suddenly insert was broken. It is also informed that new ceramic insert was delivered and procedure completed successfully.